Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue was identified by a philips field service engineer (fse) during preventative maintenance (pm). There was no report of any issue from the customer. The fse inspected the system onsite and identified a defective geometry module. The fse replaced the geometry module and the system was handed over to the customer in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geo module on the allura xper fd20 system was defective. No harm has been reported. Philips has started an investigation of the complaint.